Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The resolution is unknown. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 08/03/17 phone call, 08/07/17 phone call, 08/08/17 phone call.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The patient was manually ventilated. There was no report of patient injury.